Manufacturer narrative:
The reported event could not be confirmed as no sample was returned for evaluation. It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be, "flow path is slightly blocked". The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and lot number for this device is unknown. Therefore, bard is unable to determine the associated labeling to review. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that they were initiating the therapy on the arctic sun device and received 0 flow and no flow were seen at the connection site. They disconnected and reconnected the pads using the proper technique with no improvement in flow. They run the diagnostics and the flow rate was 0 lpm, the inlet pressure was 0 psi and the circulation pump command was 100%. Mss advised the nurse to take the device out of the service and sent to the biomed. Per follow up 1 on (B)(6) 2021 via charge nurse, they were using the device to treat a fever and not for hypothermia therapy. However, they switched to another device to treat the fever and will send 1st device to biomed. Kept pads. Per follow up 2 on (B)(6) 2021 via charge nurse ,they determined it was a pump failure. They talked with tech support and are deciding whether to send it in or repair on site.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that they were initiating the therapy on the arctic sun device and received 0 flow and no flow were seen at the connection site. They disconnected and reconnected the pads using the proper technique with no improvement in flow. They run the diagnostics and the flow rate was 0 lpm, the inlet pressure was 0 psi and the circulation pump command was 100%. Ms&s advised the nurse to take the device out of the service and sent to the biomed.